Manufacturer narrative:
H.10 additional manufacturer narrative: h.3 device evaluation by manufacturer: the aquabeam motorpack was returned for investigation. The in-house investigation confirmed the connection issue between the motorpack and console as it is able to be detected, but the motors are unable to function properly likely due to cable issues related to a connection to the motors. A review of the device history record (DHR) for aquabeam robotic system/serial number (B)(6) and the aquabeam motorpack / lot number 19c00419 was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and its associated component met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, um0104-00 rev. G, states the following: 11.2.3 non-sterile: console, motorpack, and foot pedal connection connect the motorpack cable to the front of the console: o connect the motorpack plug on the front right port. O ensure the connector locks in place and the red marks on the motorpack and the console align the root cause is undeterminable as it is unknown what caused the cable to be faulty, however, it is likely due to wear and tear over time. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during the second treatment pass the aquabeam motorpack stopped working properly and the aquablation procedure was unable to be continued. The surgeon decided to end treatment at this point. There were no adverse health consequences to the patient due to the event.

Manufacturer narrative:
(B)(4): per the instructions for use, the aquabeam motorpack, a re-usable component of the aquabeam robotic system, provides power to the aquabeam handpiece by means of dc motors. Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.